Manufacturer narrative:
Concomitant medical products: a4dr01 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and increasing thresholds with high impedance. The lead was capped and a new lead was implanted. A few days after the lead was replaced, the patient's spouse called to report that the lead replacement had occurred and that the old lead had become loose. No follow up with the patient's healthcare provider was necessary as the physician had already reported the incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.